Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources, subsequently, the pump to shut off. The customer's blood glucose (bg) was 244 mg/dl at the time of the event; however, bg reportedly dropped to 52 mg/dl shortly after the pump shut off. The customer reported that the battery issue contributed to low bg and also indicated that the pump settings may have been too high and also contributed to low bg. The customer was hospitalized for low bg and was administered an injection of glucose. The customer was released from the hospital on (B)(6) 2019 with the issue resolved. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.